Event description:
It was reported that the patient had the spinal cord stimulator (scs) system removed due to the damage caused by the fall. The patient was doing well postoperatively, and the explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 5131695. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4). Number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 5133296. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4).